Event description:
(B)(4). From initial reporter's narrative: at the aspiration of the lcr liquid, there is air inside the syringe. At the injection, leakage at the hub. This event occurs at 2 time at 3.

Manufacturer narrative:
Based on risk assessment and clinical evaluation file is considered as closed.

Event description:
Irn# (B)(4). From initial reporters narrative: at the aspiration of the lcr liquid, there is air inside the syringe. At the injection, leakage at the hub. This event occurs at 2 time at 3.